Manufacturer narrative:
(B)(4). A visual evaluation of the returned devices found that the pull wire was completely retracted until the point of no return. The proximal section of the pull wire was kinked/bent in several locations, the pull wire cap was detached from the pull wire and it was not returned. The push catheter was kinked/bent in several locations, the push catheter was cut to expose and inspect the guide catheter. The guide catheter was detached from the delivery system and it was bent in several locations. The suture hole in the push catheter was torn. Even though the functional inspection was not performed, the findings from visual assessment indicate that likely there were issues in deploying the stent during procedure; consequently, confirming the reported issue of "stent failure to deploy". During the evaluation, the suture did not have any visual issue, therefore the reported issue of "suture deployment issue" could not be confirmed, therefore the investigation conclusion code for the reported issue of "suture deployment issue" will be documented as "no problem detected" since the device complaint or problem cannot be confirmed. Based on the product analysis, most likely that procedural or anatomical factors encountered during the procedure which may have affected the device performance of the device. A device under tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause to kink the catheters and pull wire. Once the catheters and pull wire are kinked, this condition can cause resistance at the moment to retract the pull wire/guide catheter which can lead to issues to deploy the stent, continued attempts to deploy the stent can tear the suture hole and force applied retracting the pull wire in order to release the stent can result in pull wire cap and guide catheter detachment due to friction between the components at kinked areas. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were found.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in an endoscopic retrograde cholangiopancreatography ercp procedure in the ampulla, performed on (B)(6) 2019. According to the complainant, during the procedure, when the guide catheter was pulled out for stent deployment, the suture was stuck, the guidewire was unable to be pulled back and the stent could not be deployed. The entire catheter and stent were removed from the patient. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the guide catheter was broken, therefore this event has been deemed an MDR reportable event.